Event description:
Facility staff allege that bed head section has a slow drift. No injury reported.

Manufacturer narrative:
Technician confirmed bed has a slow head section drift. Replaced CPR value to resolve this problem. Location of bed - plant ops dept.